Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the mode switch of the device was stuck, the device had intermittent operation, and the trigger was not moving smoothly. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation of the battery oscillator device, it was determined that the mode switch of the device was stuck, the device had intermittent operation, and the trigger was not moving smoothly. It was noted that the trigger was blocked, the control was defective and only runs on one side, and the circuit was blocked. It was further determined that the device failed pretest for check the off/on/on mode, and trigger test. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.